Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's functionality testing, false upstream occlusion alarms were confirmed. Further eval was unable to reproduce the false upstream occlusion alarms. Eval did find the upstream sensor pin dimension to be out of spec, which has been shown to cause the alarms. The upstream sensor was replaced.